Manufacturer narrative:
Basic occlusion, occlusion, prime, and excessive no delivery tests weren't performed due to cracked end cap. The device also had, minor scratches on the display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call, the insulin pump was broken on the end were the minimed label is, the whole end of the device came off. The drive support disk is intact. Customer's blood glucose was unknown. Cracks were also located on the battery compartment and by the screen up over to the end of the device. The device was dropped while customer was moving a chair. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer stated it was broken and it wasn't responding at all. She had put it together with duct tape for almost a year and it worked fine. It started acting up about a week ago, she had changed the battery and the next day the device was off. Customer stated she had been experiencing high blood glucose yesterday it was 370 mg/dl. Customer had to disconnect from the device and has been on manual injections since yesterday. Customer agreed to return the device for analysis.